Event description:
It was reported that a patient underwent a breast reduction and lift procedure on an unknown date and topical skin adhesive was used. The topical skin adhesive was left on the wound for 2-3 weeks. Then, two days after it was removed the patient developed red, contact dermatitis. Possible intervention may have included removal of the adhesive because the patient was uncomfortable with rash and symptoms, and oral steroid prescription and medrol pack. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.